Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient experienced a fluid leak and decided to cancel treatment and disconnected. Fluid was discovered during an unknown phase and cycle of dialysis. The patient was connected during incident. Fluid was discovered in the pump module area and on the external of the cassette. The fluid leaked from an unknown location and the patient assumed it was the cassette. The cycler had prompted with m31 air detected in cassette alarms and warnings prior to and after the leak. The patient was advised to discontinue use of this cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy but stated they would not perform manuals. Upon follow up, the patient confirmed the reported event. The patient stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete treatment on the night of the reported event. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient experienced a fluid leak and decided to cancel treatment and disconnected. Fluid was discovered during an unknown phase and cycle of dialysis. The patient was connected during incident. Fluid was discovered in the pump module area and on the external of the cassette. The fluid leaked from an unknown location and the patient assumed it was the cassette. The cycler had prompted with m31 air detected in cassette alarms and warnings prior to and after the leak. The patient was advised to discontinue use of this cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy but stated they would not perform manuals. Upon follow up, the patient confirmed the reported event. The patient stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete treatment on the night of the reported event. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.